Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the alarm persisted even after the caller followed initial instructions to disconnect the tubing and deliver boluses. Finally, the caller was advised to load a new cartridge onto the pump and deliver a larger bolus, which succeeded. Customer was instructed to replace supplies as necessary.